Event description:
The device was going to be used to cauterize the stalk of a polyp in the ascending colon. The probe/machine would not arc unless it was touching the mucosa. The doctor did not continue with this equipment, and the procedure was aborted.